Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Sample for evaluation: we received one sample of easypump ii lt 100-50-s without original packaging. The batch number on the big bottom cap of the sample was 22f29ge26r. Upon receipt, no solution was found in the pump and the sample was clamped. However, clear solution was found inside the returned packaging soaking the sample. Leakage test: upon filling solution into the pump, leakage was detected at the triangle tube to step down tube (sdt) connection. This defect is known and already addressed in CAPA. Root causes were identified and rectified. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in singapore: "chemo leakage". According to the cusomer: "easypump leaking."